Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Information contained in this report was previously submitted through psr on (B)(6) 2018. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. Device analysis: broken shell, missing (25-50%) and weight measurement under specification. A microscopic analysis was performed which identify sharp edge on broken assessed as unidentified (tear) opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified (tear) opening.

Event description:
Health professional reported right side device removal due to "capsular contracture," baker grade unknown. Device has been explanted.